Event description:
It was reported the doctor took off the safety handle, tried to deploy the stent graft, and met resistance. The outer sheath tore where it connects to the tuohy. The doctor was not able to deploy the stent graft. The doctor removed the system and was able to successfully deploy another stent graft. There was no patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed as the lot number is unknown. The result of the investigation was inconclusive as no sample was returned; it was discarded by the user facility. The cause of the reported event is unknown.